Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Lot number - requested, not provided. Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section. This report is for the second device used on the patient; see MDR no. 111880-2018-00205 for the first device reported that was used on the same patient. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor was performing a radial access right leg angiogram with intervention that the destination slender 149cm started to unravel. It was removed and another destination slender 119cm was inserted. However the second sheath started to unravel and broke off and remained in the radial of the patient. A surgeon was called and a cut down of the radial artery was performed, and the sheath was removed. The patient was then taken to the operating room for a fem-pop bypass procedure. The blood loss was less than 250cc's. The patient condition was stable. The procedure outcome was not completed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update the to provide the completed investigation results. One 119cm r2p sheath was returned for evaluation. No other accessories were returned. Visual inspection revealed that the sheath was received in two separate pieces. A kink was observed at 61 cm measured by a ruler from the tip of the sheath and unravel was observed on both pieces at the point of breakage. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that tensile forces likely contributed to the damage that was reported. However, the exact cause of the reported event cannot be definitively determined based on the available information.